Event description:
New information noted that an x-ray was done on (B)(6) 2023 and there were no issues found. The patient will continue to be monitored.

Event description:
It was reported an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was reported that the right atrial (ra) lead exhibited noise that resulted in oversensing. The patient was brought into clinic, where it was noted that the noise was not reproducible with isometrics. No intervention was performed to address this issue. The patient was in stable condition.